Event description:
It was reported that the patient normally would keep her implant turned on 24/7 but she turned it off the night prior to this report. Normally when she turns it on, she would feel stimulation right away. When she turned it on the day of this report, she had to turn it up from 2.1 volts to 3.2 volts in order to feel stimulation. It also felt like the stimulation had moved from where she normally would feel it (on the right side of her neck along occipital) to the center of her neck. Stimulation didn¿t feel adequate. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was required, if the issue was resolved, if the patient was receiving effective therapy, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3550-29, lot# n457658, implanted: (B)(6) 2014, product type: accessory. (B)(4).